Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's granddaughter reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 427 mg/dl. Customer's granddaughter advised the patient changed the set and reservoir 4 times and the issue remained unresolved. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer advised they had bent cannulas. Customer was performed a complete set change and resolved the issue. Customer declined to return the infusion sets and reservoirs for analysis. Customer was advised replacement sets would be sent out. Customer advised they do not change out their site location and have experienced bleeding in the past. Customer was advised to change their site locations.